Event description:
The patient has 2 scs systems. The cervical scs leads are being reported. The patient received 2 cervical scs leads with the same lot number. It was reported the patient is no longer receiving stimulation due to autoreduction. A sjm representative was unable to resolve the issue with multiple reprogramming. Lead diagnostics showed high and invalid impedance values for the patient's left scs lead; however, both scs leads are not providing stimulation. It was also reported the patient underwent an unrelated procedure and subsequently noticed a loss of feeling on the right side of his head. Additionally, it was reported the patient experienced falling. Follow-up identified the patient experienced a stroke in his eye. Subsequently, the next course of action to address the loss of stimulation and impedance issues will be determined after the patient recovers.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.